Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The first device noted was bent at the articulation knob. No dlu was provided. A malformed tack was noted in the e piece. The handle was unable to be actuated and the articulation knob did not function properly. The second device noted it was received with a partially fired dlu. The handle was able to be actuated and the articulation knob functioned properly. The tacks seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken shaft may occur if excessive force during use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia procedure, while closing the peritoneum, the device did not fire. A second device was opened and it would not fire as well. A third instrument was opened and it fired properly. The patient is alive with no injury.